Manufacturer narrative:
(B) (4). The ge svc rep verified the lemo pins were not bent or pushed in. He was not able to duplicate the power issue but the interconnect cable was bad and was replaced. He routed the (B) (4) cable through the hole in the workstation cover to prevent cable damage. He lubricated the interconnect cable at lemo for easy insertion. The system is working properly at this time.

Event description:
The customer reported that the generator is powering off.